Manufacturer narrative:
D4 : unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the machines were failed to synchronize. A technical support specialist (tss) found the station was in retry mode. Once the server access was granted by the hospital information technology (hit), the tss applied the fix on the server per knowledge article (ka) retry - insert into purge.purgestatistics and the customer confirmed the functionality, no further issues was reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the nurses reported that the machines were not syncing, and when they pulled medications from one machine and then moved to the other, all of the drugs still appeared as needing to be pulled. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.